Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and local reaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old hispanic female patient underwent revision breast reconstruction surgery with 440cc mentor memoryshape breast implant and experienced breast implant rupture, and local reaction on her right side postoperatively. The patient has consulted with the healthcare professional. As a result, the patient underwent replacement surgery with non-mentor device on (B)(6) 2025.

Manufacturer narrative:
Per additional information received on may 2, 2025, and reviewed by the clinician, event description has been updated under field b3 on this form and coding have been updated accordingly under section h. Reason for device explant and/or reoperation: right rupture, capsular contracture; baker grade unknown, granuloma, and wound infection. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old hispanic female patient who underwent breast reconstruction revision surgery with 440cc mentor memoryshape breast implant on the right side and with 495cc mentor memoryshape breast implant on the left side on (B)(6) 2016 experienced a right-sided breast implant rupture. Per the event description, the patient presented with swelling of the right breast due to possible infection/inflammation and experienced a right-sided breast implant rupture. Imaging was done, which confirmed a right-sided extracapsular rupture, accompanied by silicone infiltration in the right axillary and internal mammary lymph nodes. During bilateral breast implant removal surgery on (B)(6) 2025, seroma fluid was found in the right breast pocket. Samples were collected and sent to pathology for testing. There was also fluid around the left breast implant, which was collected and also sent for testing. No further details have been provided at the time of this review. This supplemental medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Per additional information received on may 9, 2025, and reviewed by the clinician, clinical code "seroma" has been added under field h6 as patient also experienced bilateral late onset seroma. Reason for device explant and/or reoperation: right rupture, capsular contracture; baker grade unknown, granuloma, and wound infection, and seroma. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).